Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open abdominal hepatectomy procedure, while resectioning the hepatic vein, the device locked and could not be fired. A new instrument was used to complete the case and resolve the issue. There was no patient injury.